Event description:
It was reported that during an ablation procedure with the use of a thermocool® smarttouch® sf bi-directional navigation catheter, the physician discovered what is suspected to be char on the complaint catheter. Upon catheter withdrawal from the patient, the physician noticed a large char formation at the distal part of the tip electrode. There was no patient consequence and the procedure was completed successfully with a similar like device. The product has not been returned.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) of the lot # 17083698l was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto, serial #unk. (B)(4). The product investigation is pending product return.

Manufacturer narrative:
Bwi has received the complaint device for analysis. A supplement report will be submitted once the analysis is completed. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that during an ablation procedure with the use of a thermocool smarttouch sf bi-directional navigation catheter, the physician experienced non-MDR reportable force issues and discovered suspected char on the complaint catheter. At the time of the initial 3500a report, char was MDR reportable. However, bwi has recently received an exemption from char reporting from the FDA. The returned device was visually inspected upon receipt and it was found in normal conditions, char was not observed on the catheter. The device was evaluated for spi, coil disconnection test and carto 3, it was recognized by the system, no error messages were displayed and the catheter was properly visualized, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A cool flow pump test was also performed and the catheter passed specifications. The device history record (DHR) of the lo# 17083698l was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
It was reported that during an ablation procedure with the use of a thermocool smarttouch sf bi-directional navigation catheter, the physician experienced non-MDR reportable force issues and discovered suspected char on the complaint catheter. At the time of the initial 3500a report, char was MDR reportable. However, bwi has recently received an exemption from char reporting from the FDA. A prior supplement report (follow-up #2) indicated that char was not observed on the catheter. This supplement is to clarify that char was observed on the catheter.